Event description:
While physician was using a kerrison 4, the screw came out and was found shortly after. Medical doctor stated this was the only piece missing at the time (screw). Ch pod2 leader notified. Equipment tagged and to be placed in appropriate holding area.